Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 410 mg/dl. The customer was treated with injection. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 410 mg/dl. Customer was explained this is normal behavior and advised to monitor pump. Customer stated that he also had lost sensor alarm and advised to calibrate when prompted if stable.